Event description:
It was reported on 25 june 2026, a 28 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer amulet delivery sheath for a left atrial appendage (laa) closure. During the procedure the activating clotting time (act) was above 250 seconds and heparin was administered. The left atrial pressure was above 12 mmhg. The heart rhythm was atrial fibrillation. Transseptal was made at the posterior and inferior location. The wire was placed in the left upper pulmonary vein. The device was implanted. After the end of the procedure, a circumferential pericardial effusion was observed measuring 22 mm. Cardiac tamponade was present. A pericardiocentesis was performed. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.